Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to a faulty patient board set. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound scope is not producing images. The issue occurred during a therapeutic procedure, which was completed with the same device. There were no reports of patient harm.